Event description:
The unit panel lights all lit up and alarmed. On pc 1618 the components c49, c51 and c50 were found defective. All fuses except f3 were found ok. There was no pt injury.

Manufacturer narrative:
The device was evaluated by the MFR. Evidence of liquid ingress was observed inside the casing and on the power supply board. Co has concluded that the liquid ingress caused the rpt'd malfunction, and occurred due to excessive spillage on the ventilator.